Event description:
As reported, the user reported having an intermittent activation issue with the device. Sometimes when presses the button on the handpiece to activate the coagulation, there would be no energy coming out. The user switches over to another halo handpiece from the same box to continue with the procedure. The intended procedure was completed. The issue occurred during a laparoscopic bilateral salpingectomy. There was no patient impact or harm on this reported event. No user injury was reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The customer returned the subject device to olympus for evaluation due to "intermittent activation issue". The device was evaluated by an olympus estimation technician. During the evaluation the user's complaint could not be replicated. The device passed all functional testing and all specifications were found to be within tolerance. There were no abnormalities noted. The subject device functioned as intended. Based on the evaluation, olympus was unable to replicate the user's experience during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Since the complaint could not be confirmed, the observed failure is a known phenomenon likely resulting in a lack of tissue grasped or possibly a low generator output level. The following directions are in the instructions for use which can prevent the event: "both coagulating surfaces should be in equal contact with tissue for optimum coagulation." Olympus will continue to monitor the field performance of this device.